Event description:
It was reported that the patient presented in emergency room (ER) due to discomfort experienced from inappropriate shocks delivered by the implantable cardioverter defibrillator (ICD). Reprogramming was performed. The patient was discharged and would continue to be monitored.